Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Reliability laboratory technician; (B)(4) - failure (event) observed during analysis. The device would not communicate upon receipt. The battery was found to be depleted. Longevity calculations with default parameters showed premature depletion. No high current drain sources were found through bench and ate testing. The battery vendor destructively analyzed the battery and no anomalies were found. The cause of the depletion could not be determined.

Event description:
This report is to advise of an event observed during analysis.